Manufacturer narrative:
This report is submitted on april 6, 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown). The patient's head was wrapped as recommended by cochlear. This complaint was reported with a number of magnet dislodgements from the clinic whereupon some of the magnets were successfully repositioned by manually pushing the magnets back into the correct position i.e. Not requiring a surgical intervention. Some on the other hand required a surgical intervention to reposition the magnet. It is unknown if this patient required a surgical intervention to re-position the magnet.